Event description:
--

Manufacturer narrative:
The complete lead was returned in two segments with the lead showing a bend 25 mm from the terminal pin where all of the wires of the rs-coil were fractured. All the wire fracture surfaces showed evidence of fatigue and overload. Laboratory analysis confirmed a fracture in rs- coils, while noise, oversenisng and inappropriate shocks were not confirmed per laboratory analysis.

Event description:
Boston scientific received information that oversensing and noise was previously reported and associated with this right ventricular (rv) lead. The most recent information received noted that this lead was explanted due to inappropriate shocks. Upon explanting this lead, a fracture was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.